Manufacturer narrative:
Manufacturer's investigation conclusion: the patient passed under MFR # 2916596-2024-03287. A direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported events could not be conclusively determined through this investigation. The device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including right heart failure and renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient began to have biventricular heart failure and chronic kidney disease immediately postoperatively on the date of the surgery (B)(6) 2022. The patient had been on chronic inotropes since implant. Echocardiogram, right heart catheterization, and lab testing all indicated right heart failure and renal disease since implant. Kidney function did not recover.